Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on september 13, 2012, a customer contacted roche diagnostics and reported a hypoglycemic event that occurred on approximately (B)(6) 2012. Customer states he got a 150 mg/dl result on his accu-chek meter. Twenty minutes later, he had symptoms of low blood glucose and got a 52 mg/dl on his meter. Customer passed out, was not able to self-treat. His daughter gave him juice and called paramedics. Paramedics gave customer more juice. Customer was taken to the hospital. He was not admitted and did not receive any other treatment at hospital. Customer was allowed to leave a few (2-3) hours later. Customer uses a medtronic paradigm insulin pump. The medtronic paradigm insulin pump mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)